Event description:
Patient was being supported on an impact 754 portable ventilator system and it was reported that the device gave a "code 6" alarm and that the I:e ratio could not be adjusted properly using the adjustment knob. The device continued to function despite this unexpected activity. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, we have submitted this as a serious injury event because it is assumed that intervention using back-up ventilation equipment may have become necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and found to be functioning within specifications. The reported problem could not be replicated through simulated use testing. Periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user.